Event description:
It was reported that during a ptca procedure while pre-dilating in the ramus, the maverick otw balloon ruptured at 8 atms. The number of inflations and to what atms is unknown. No pt injuries or complications were reported. Pt status is reported as 'okay.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8627727 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.